Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v849273, implanted: 2013-(B)(6), product type: lead. Product ID: 3888-33, lot# va04sr3, implanted: 2013-(B)(6), product type: lead. Product ID: 3487a-56, lot# va0765m, implanted: 2013-(B)(6), product type: lead. Product ID: 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. Product ID: 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# va083uv, implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms. The electrodes with the issues were 10, 11, and 14. Actions required as a result for troubleshooting was reprogramming and impedance testing. If there was an issue, the issue was resolved. It was unknown what the cause was. The patient had 3 electrodes out of range above 10,000 ohms. They programmed around the electrodes and they were able to cover all painful areas with stimulation. The patient was very happy with stimulation. The patient complained of an intermittent shocking pain at the pocket that would come maybe once a week. The manufacturer representative (rep) avoided using the out of range electrodes and hopefully that would help with that issue. The patient was educated on how to adjust stimulation so they felt it in the low back. As the patient was noted they did not feel it in the low back. Adjusting the voltage took care of this low back area as well as programming not using the affected electrodes. The patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient was very happy with stimulation when they left the meeting with the rep. The rep was unsure of when the impedance issue started or why. It happened during regular use. The shocking may have been related to the use of bad electrodes for programming. So they programmed around those electrodes. The patient was doing well.